Event description:
180 days after a coronary artery drug eluting stenting procedure, the patient died. During the initial procedure, one lesion was detected and treated, the location of the lesion was not reported. A pre-intervention stenosis of 90% was reported for the target lesion. The lesion was balloon dilated and a taxus express2 8.8% 2.5x16 mm drug eluting stent was deployed. A post-intervention percentage stenosis of 0% was reported. The vessel was reported to be moderately tortuous and mildly calcified. It was reported that 180 days later, the patient died. The cause of death was listed as chronic obstructive pulmonary disease. No further information was available on the cause of death. The device relationship is unknown. No autopsy was reported.